Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopic rotator cuff repair procedure, the magnum knotless fixation implant failed to tension the sutures as though the internal wires were broken. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
B5 and h6 health effect - impact code were updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The device anchor is still attached. The device did not come with the distal snare ring. The snare line is reeled through the wheel and broken. Product was out of the original packaging. No packaging returned. A basic functional evaluation revealed the knob can be rotated, no further testing can be conducted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive tensioning or (2) improper alignment of the inserter handle with the bone hole. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an arthroscopic rotator cuff repair procedure, the magnum knotless fixation implant failed to tension the sutures as though the internal wires were broken. The device was removed from the patient and the procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.